Event description:
A caller reported a tandem mobi cartridge alarm, specifically cartridge alarm 35. There was no adverse impact to the customer¿s blood glucose level as the issue did not cause it to exceed 500 mg/dl (27.7 mmol/l). The customer successfully replaced the cartridge and resumed insulin therapy, resolving the issue.